Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient underwent a da vinci-assisted sp (single-port) nipple sparing mastectomy on (B)(6) 2024 as part of a clinical study. During the procedure, there was a full thickness burn injury to the left skin flap from the cautery while the surgeon was using a monopolar curved scissors (mcs) instrument, which required surgical excision. The excision of the skin flap did not cause changes in implant reconstruction placement. The patient was discharged the same day as planned. No arcing, or sparks was observed from the instrument nor any device malfunction was reported.